Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an atrial fibrillation procedure, a farawave catheter was selected for use. The case proceeded smoothly with no workflow delays or product-related concerns. No adverse events occurred during mapping, ablation, or sheath delivery. Pulmonary vein isolation was successfully completed, and the farawave catheter was removed following adequate testing in the left atrium. The procedure showed no complications or anomalies. Post-procedure, the patient reported experiencing vision issues; details remain unclear and are addressed solely within physician follow-up communications. Patients current status is monitored by the physician, they are discharged. No further information about post op interventions provided. Device is not expected to be return due to disposal.

Event description:
During an atrial fibrillation procedure, a farawave catheter was selected for use. The case proceeded smoothly with no workflow delays or product-related concerns. No adverse events occurred during mapping, ablation, or sheath delivery. Pulmonary vein isolation was successfully completed, and the farawave catheter was removed following adequate testing in the left atrium. The procedure showed no complications or anomalies. Post-procedure, the patient reported experiencing vision issues; details remain unclear and are addressed solely within physician follow-up communications. Patients current status is monitored by the physician, they are discharged. No further information about post op interventions provided. Device is not expected to be return due to disposal.

Manufacturer narrative:
H6: patient codes - updated. H6: impact codes - updated.